Manufacturer narrative:
(B) (4).

Event description:
It was reported that the device moved out of the original pocket; this will be fixed at the time of a new pump replacement. A follow-up report will be sent if additional info becomes available.